Manufacturer narrative:
1. DHR/bhr review lot# 4198423. 1-the products of this batch were assembled at intima ii auto line 2 in september 2024, and packaged at r240 package line in september 2024. Work order quantity was (B)(4) pcs; 2-the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications; 3-the leakage test results of (B)(4) pcs in process testing and (B)(4) pcs in outgoing testing were within the product specifications; 4-no unqualified, deviation or rework activities in the production process; 5-the septum assembly equipment without abnormal maintenance. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for 800mm simulated clinical leakage test, and no leakage is found at the septum. Please see the attached test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): since no abnormalities are found in the process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, and no defect status of the complained sample can be identified, the root cause of the leakage at the septum cannot be determined. The plant will continue to track and trend the issue.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked at septum the patient was admitted to the hospital on (B)(6) 2024 with "bilateral frontotemporo-occipitoparietal chronic subdural hematoma" because of headache and dizziness with weakness of limb movement for more than 1 month, accompanied by weakness of both lower limbs with aggravation of unsteady walking after admission, he was given anti-inflammatory and symptomatic treatments as prescribed by the doctor. At 9:00, when the nurse retired the needle after successful puncture, she found that the blood flowed backward into the white isolation plug, and found that the white isolation plug of the needle was connected with the catheter, so she immediately replaced the needle and reset the needle, which resulted in a smooth operation and infusion of fluid, and she did a good job of explaining the situation to the patient, who expressed her understanding.